Event description:
The device overheated during inspection by a manufacturer service technician. Heat presents a risk of thermal damage to a patient; however, there was no patient involved in this event.

Event description:
The device overheated during inspection by a manufacturer service technician. Heat presents a risk of thermal damage to a patient; however, there was no patient involved in this event.